Event description:
It was reported that during a commando procedure (combined mandibulectomy and neck dissection operation), two blades broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
H6: the device was not returned for investigation. The quality investigation is complete. H3 other text : device not returned

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device available for evaluation? Awaiting confirmation if device is available.

Event description:
It was reported that during a commando procedure (combined mandibulectomy and neck dissection operation), two blades broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.